Manufacturer narrative:
The mayfield neurogen adaptor (a1113) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation was unable to duplicate slippage. However, the unit has bent long handle assemblies, and the short handle assemblies are showing some wear and will need the holes re-tapped on the base. To resolve the issue, the long handle assemblies, short handle assemblies and labels will be replaced to restore functionality. Root cause - the complaint is not confirmed for slippage. However, repairs are needed to replace the assemblies of the unit. The probable root cause is rough handling and routine wear. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 4 reports linked to mfg report numbers: 3004608878-2025-00220 3004608878-2025-00223. 3004608878-2025-00224. The mayfield neurogen adaptor (a1113) was being used for a posterior cervical procedure, and the facility's surgeon reported that he thought he felt a slip when he drilled. The patient was unharmed, and there was no surgical delay.